Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed one year remaining longevity. During the recent check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) verified that the device was prematurely depleting. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed one year remaining longevity. During the recent check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) verified that the device was prematurely depleting. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.